Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the rv seal plug. No obstructions were seen in any of the ports. A microscopic visual comparison of the ra port of this device to similar headers noted no differences in the ports, with the header mold lines, or the springs. A lead of the same model that was used in the field was inserted into the ra port without difficulty and was secured multiple times. Different model leads were also inserted and secured without difficulty. The ra seal plug was then lifted. The setscrew hexslot had marks which indicated a wrench was not fully inserted when it was turned and there was dusting of metal flakes on the underside of the seal plug. The rounding of the hexslot was minimal and the threads of the setscrew and terminal block were found to be in pristine condition. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the physician was unable to insert the right atrial (ra) lead into the header of the cardiac resynchronization therapy defibrillator (crt-d) device. The physician ensured that the header was clean and even lubricated lead with no success. This device was attempted and not implanted. A new crt-d device was successfully implanted with the same ra lead. No adverse patient effects were reported.